Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, detached end cap and protruded and loose drive support disk.

Event description:
It was reported by the customer's mother that their insulin pump was damaged. Customer stated the drive support cap was loose and protruding. Customer stated they do not recall any significant event s that lead to the alarm or if the device was dropped. Advised customer to discontinue use of the device and revert to back up plan. The customer's blood glucose level was 152 mg/dl at time of reporting. Nothing further reported.